Event description:
Update: the patient harm was updated. The fracture had occurred during the initial surgery, after implantation. The fracture site was wrapped with a wire. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Involved component: nt1162r - corehip extended system rasp size 2 (internal aesculap ag ref. No. (B)(4).)

Event description:
Involved component: (B)(6) - corehip extended system rasp size 2 (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon historical data analysis, batch review, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There are no hints regarding a material, manufacturing, or design-related failure./ problem. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product nk1103t - corehip extended std c'less 12/14 sz.3. According to the complaint description, the patient suffered a femoral fracture postoperatively after the implantation. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. This malfunction is filed under aesculap ag reference no. (B)(4). . Involved component: nt1162r - corehip extended system rasp size 2 (internal aesculap ag ref. (B)(4))

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.